Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged that the pump rewind stopped prior to completion. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-aug-2019 with the following findings: a review of the pump black box and alarm history showed no evidence of a rewind issue. During investigation, the rewind, load, prime sequence was performed successfully. The pump was performed a 10 unit normal bolus and with no delivery issues. The pump cover was removed and no evidence of moisture was observed inside the pump. The complaint of a rewind issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.